Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed data synchronization logs, and verified the station was communicating successfully with no change tracking variations. Confirmed last successful upload and download timestamps, and no disconnected mode or critical override icons were present with correct system time. No further issues were identified, and the issue appeared resolved. The system functioned as intended after the technical support specialist investigated the device.